Event description:
It was reported high, out of range pacing lead impedance was observed. The lead was explanted and replaced. Adverse consequence to the patient was reported, but no further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 55.2cm was returned for analysis. External insulation abrasion was noted at 47.9-48.2cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.